Event description:
Total hemoglobin 7.7 with avoximeter 1000e vs 9.6 with unspecified reference laboratory system.

Manufacturer narrative:
(B)(4). Customer reported evaluations: external quality control within specs. Daily quality control within specs. This MDR is submitted based upon a retrospective review of complaint reports from 2007-2008 in light of revised itc MDR eval procedures.